Event description:
It was reported that a medical professional was having difficulties using his programming system. During follow-up visits, the physician could not interrogate generators when using the tablet. Troubleshooting was performed and the connection of the usb cable to the tablet was suspected to be at fault. Review of manufacturing records confirmed that the tablet passed all functional tests prior to distribution. The suspected usb cable was not returned to the manufacturer for analysis to date. No additional relevant information was provided to date.